Manufacturer narrative:
(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the top jaw pushed into the channel. This is an indication that the device was used to pry something or was pushed against something that caused the damage. The sample appears used as there is biological material present on the device. Dimensional inspection was not required as a part of this complaint investigation. A functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. The pivot holes in the channel for the top jaw were found damaged. The sample was received with no clips remaining indicating that 15 clips were fired by the end user. The device history review for the product auto endo5 ml lot #73k1800902 investigation did not show issues related to the complaint. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, mishandling of appliers may result in improper load and/or closure of the ligating clip. Other remarks: a corrective action is not required at this time since the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of failure to function was confirmed based upon the sample received. The sample was returned with its rotation tab bent and the top jaw pushed into the channel. The pivot holes in the channel for the top jaw were also found damaged. The top jaw being pushed into the channel is an indication that the device was used to pry something or was pushed against something that caused the damage. Functional testing could not be performed based on the condition of the returned device. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the ae05ml was not firing. It was not used in the patient as the product did not fire prior to entry in the port.